Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: st linear lead, 50cm.

Event description:
A report was received that the patient was experiencing a headache due to csf leak after a lead revision (MFR report #:3006630150-2013-00532). The physician believed that the event was procedure related. The physician did a blood patch. The patient was doing well following the procedure.